Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient¿s implanted neurostimulator (ins) worked for their symptoms for, maybe, five years and then it stopped working for the symptoms. They had the ins removed. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
Patient weight updated. Explant date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the explant of their device occurred in 2010 under a physician who has retired. The patient stated that the device has been returned to the urologist that ¿was to have implanted it¿. The patient stated, ¿the trial didn¿t work, that is why it has been returned¿. Patient weight was updated.